Event description:
On day 1 of using a dexcom g7 sensor, the device reported 170 mg/dl when a fingerstick meter read 73 mg/dl. This 100-point discrepancy is common in my experience with every g7 sensor I've used, and it creates dangerous conditions for insulin dosing and overnight safety. Dexcom provides no option for accurate calibration or correction. I rely on this system to manage type 1 diabetes, and this level of inaccuracy puts my life at risk.